Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The irrigation clip broke during burring. Pka procedure.

Manufacturer narrative:
Reported issue: it was reported that the irrigation clip broke. Product history review: it was determined that there is inadequate information to conduct a product history review for this device. Reference (B)(4) for further information. Complaint history review: a review of complaints related to p/n 111690, lot 181337 shows 5 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. Conclusion: it was reported that the irrigation clip broke. This failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.

Event description:
The irrigation clip broke during burring. Pka procedure.